Event description:
Customer reportedly obtained results of 120mg/dl, 152mg/dl, 77mg/dl, 158mg/dl, 271mg/dl, 228mg/dl, 74mg/dl, and 70mg/dl on the compact plus system within 10 minutes. An additional comparison reported results of 185mg/dl, 485mg/dl, 146mg/dl, 166mg/dl, 149mg/dl, and 136mg/dl on the compact plus system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.